Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative (rep) regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported the system wouldn¿t work. The recharger and patient programmer were sent back to the repair department. The last time the system worked was in august or (B)(6) of 2017. No out of box failures or therapy problems were reported. No symptoms or further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported the patient sent all of the external equipment back to the repair department. However, the patient sent the package to the incorrect address and the package is now lost. The patient reported that they would plug the recharger into the wall and immediately the screen for the recharger would come on, but then the recharger would die. The patient mentioned they brought the external equipment to the healthcare provider's (hcp) office to try to get it to work, but they were unable to do so as the recharger was "as dead as can be." The patient did not think anything was wrong with the ins. The patient mentioned they never changed the technician's programming. The patient confirmed that all of these problems started on 2017 (B)(6). The patient was told to utilize foundation care to replace the equipment. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the patient returned the unit and they have not had the device for 2 months and they needed a new device. The patient was in the healthcare professional (hcp) office on (B)(6) 2018. A manufacturer¿s representative (rep) was present and stated the patient was trying to retrieve their lost equipment. The repair department spoke with the patient and they stated that the equipment was not received and was lost. A new patient programmer and recharger was being sent to the patient with next day delivery. No further complications were reported.